Event description:
It was reported that it took the patient 12-16 hours to charge her device with all coupling bars. The patient was told that it should only take an hour and twenty minutes. It was noted that the patient had lost a lot of weight since she got the device, and there was only a small amount of skin between the recharger and ins. It was also noted that the patient stated she recharged while she slept and checked the device throughout the night when she got up. The patient stated it was more frustrating than anything and she wanted the ins out. It was also reported that the patient never had enough therapeutic effect. She stated it covered some pain, but she had not had a 50% relief in symptoms since she had the implant. It was reported that the stimulation didn't cover much of anything anymore, and she had pain down the hips and legs and burning. It was noted that one doctor said she had arthritis. The patient stated stimulation was helpful, but over time it wasn't enough for her. There was no particular day that it changed. The patient had scar tissue near l4, l5, and s1 and it pinched all the nerves and got worse during damp weather, leading to terrible pain in the hips and lower back. The patient only got relief via a heating pad and lying in bed. She couldn't sleep at night or go out for a meal because of the pain, and reprogramming didn't help. The patient went to see local doctor and he ordered an x-ray and CT scan. The patient bent back and after the CT scan for three or four days she could hardly walk and had constant burning down her legs. The patient also stated that her oldest device was easier to use. The patient hoped to have the device removed and replaced with a pain pump with morphine within the next month. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 377860, lot # n0037075, implanted: (B)(6) 2005, product type lead. Product ID 377860, lot # n0037075, implanted: (B)(6) 2005, product type lead. Product ID 37752, serial # (B)(4), product type recharger. Product ID 37742, serial # (B)(4), implanted: (B)(6) 2005, product type programmer.